Event description:
A complaint was received from a customer reporting that their family member's meter is no longer showing a full display. It was determined that most of the segments are missing in the tens and units display. The customer, calling from the pharmacy, indicated that their family member had been quite sick and needed a meter immediately. The pharmacy gave the customer a meter off the shelf, and bayer agreed to send a replacement meter to the pharmacy. A request was made to the customer to return the instrument for eval.